Manufacturer narrative:
Article citation. Matthew smyth, shane tubbs, martina bebin, paul grabb, and jeffrey blount. " complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported in a scientific article that a pt experienced worsening of seizures and reported high impedance due to a lead fracture that occurred 4 years after vns implantation. The leads were replaced and a small defect in the insulation around one of the leads was identified. Good faith attempts to obtain additional info have been unsuccessful to date.